Manufacturer narrative:
Patient date of birth/age, gender, and weight are unknown. Device is an instrument and is not implanted or explanted. Complainant part has not been received for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) reamer drill bits broke during a surgical procedure on (B)(6) 2015. The device was reportedly over-torqued. No fragments were generated. Additional instruments were available to complete the procedure with no surgical delay. This report is 2 of 2 for (B)(4).